Manufacturer narrative:
Device investigation results: investigation of the 16f sls ii, model# 500-013, (B)(4), was concluded on (B)(4) 2011. The device was involved in an adverse event, with no specific device related complaints. Visual inspection results: no loose connections, broken components or fiber optic coupler damage noted. Distal tip showed wear consistent with use. A proximal kink 1 cm from the bifurcate was noted and did not prevent device from calibrating. Functional testing: catheter successfully calibrated three times when tested on excimer laser system laser light shown from proximal to distal tip per intent of use. Investigation conclusion: there were no failures detected during the investigation, device operated within specifications.

Event description:
This was a cardiac lead removal case conducted in the ep lab to remove 2 leads (rv & ra) due to an acute infection. The pt was prepped with general anesthesia, arterial line was placed with a 4f sheath, two femoral lines placed with 8f sheaths, femoral temporary pacer placed, fluoroscopy used, tte (transthoracic echocardiogram) was available, as well as the CT surgeon and heart team. The pt's baseline bp = 150/53. The pocket was opened at 1331; both leads were cut and prepped with lld-ezs (pt's bp = 97/48). The rv lead necessitated the use of a clearing stylet prior to being able to insert the lld-ez to the distal tip of the lead. The md began lasing the rv lead with a 16f sls ii (pt's bp = 100/53). Significant adhesions were encountered while advancing the laser sheath. Upon reaching the rv lead, the pt's bp = 76/40 and ultimately fell to 46/35 at 1506. Lasing stopped, a unit of blood products were hung, epinephrine given, increased fluid, and decreased the anesthesia. The bp rebounded to 180/90, anesthesia increased and bp decreased approximately 100. A tte was performed and showed bilateral ventricle movement, but the pt's bp decreased again 76/34. At 1522 the laser sheath was removed and the pt was transferred emergently to the operating room for an open chest repair. The lld-ez's were removed in the operating room. A tear at the right atrium svc junction was identified and repaired. The leads were left in due to scar and tissue ingrowth. A small right hemothorax was also identified and a chest tube was placed, pt was transferred out of the hospital to a long term hospital for care.